Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? The stapler was intended to cut across the descending part of duodenum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st fire (and the surgeon encountered difficulties to fire at the 3rd stoke of firing). If echelon, during which stroke did the event occur? 3rd (the knife cannot advance to the top nor return the knife by pressing the firing trigger). What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The surgeon finally press the manual release, the knife return and the jaw open simultaneously. The surgeon observed that the staple at distal part cannot form a ideal b-shape.

Event description:
It was reported that during a lap gastrectomy procedure, when he using a green reload to dissect duodenum, the surgeon found that it is hard to press the firing trigger and after the three fires, the jaw could not be opened by pressing the release knob. Lastly, the surgeon had to pull the anvil release knob a few times, then he pressed the release knob again and had success. He found that the staple line is not ideal, and some of the staple cannot form a b-shape. Finally, suture the staple line again to secure the staple line.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? The analysis results found that one device was returned in good visual condition and with no cartridge reload present.the device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.